Event description:
Pt was seen by ecp on (B)(6) 2011. She presented with a complaint of pain, redness and photophobia in her left eye. She was wearing the lenses on an extended wear basis. Diagnosis of corneal ulcer with significant surrounding edema. She was placed on ciloxan ophthalmic every 15 minutes for 4 hours and then hourly for the remainder of the day. Also placed on lotemax ophthalmic q.i.d. With instructions to return the next day. Follow up appointments on (B)(6) 2011 and (B)(6) 20011, demonstrated improvements and the prescription dosages were adjusted. On (B)(6) 2001, the pt was advised to discontinue cycloplegic and steroid and to return in one week; she did not return for the follow up.

Manufacturer narrative:
This is being filed as corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.